Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction due to misuse of the product. There were no reports of the pt being harmed, as a result of this malfunction. Add'l pt/event details have been requested. Should add'l info become available, a f/u report will be submitted.

Event description:
The surgical intensive care nurse reports the flexi-seal signal fms had been in the pt for several days when nurses noted they had been instilling fluid into the retention balloon when they believed they had been irrigating the fms. When the error was discovered the retention balloon was deflated and a total of 300 milliliters of fluid was aspirated.